Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was investigated. As received, the charger/modem was able to power on. However, upon evaluation, the r644 resistor was detached and there was contamination on the battery board inside the charger/modem. A damage r644 resistor would manifest as a blank screen, but does not affect the charging functionality of the charger. The cause of the damaged resistor was likely mechanical shock from physical impact. The cause of the contamination was likely liquid ingress of an unknown contaminant. The liquid may have dried upon return of the charge/modem to zoll. It can not be positively determined whether the damaged resistor or the contamination was the root cause of the alleged inability to power on. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.

Event description:
(B)(6) female pt contacted zoll customer support to report that her charger/modem would not power on. The pt was received a replacement charger/modem.